Event description:
A company representative advised that a surgeon stated the system was surging and "sucking up the posterior capsule" during three procedures. All three pts required vitrectomy procedures. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).